Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3487a-33, lot# v174649, implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: lead. Product ID: 3487a-33, lot# v184424, implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: lead. Product ID: 37083-40, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: extension. Product ID: 37083-40, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a faulty connection was observed with the failed back surgery syndrome patient¿s system. First, a visible cut was observed on the patient¿s extension, just proximal to the inline implantable neurostimulator (ins) connection. Second, when replacing the extension, the lead and extension connection did not disconnect from each other. It was noted that all leads and components were explanted as a result of the issue. There were no symptoms or complications reported from the event; no further complications were reported or anticipated.